Manufacturer narrative:
This report is filed on july 8, 2016. Device not returned to manufacturer.

Event description:
Per the clinic the device was explanted on (B)(6) 2016, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.